Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 05-dec-2024 h.6 investigation summary: confirmed: reported condition was observed at bd.

Event description:
It was reported that the bd ultrasafe plus¿ x100l png clear separated during use. The following information was provided by the initial reporter the nurse who always administers buvidal 128mg to the patient has informed us that with a buvidal 128mg (lot a0183e) the needle and liquid ¿fell out of the syringe¿ after they had prepared it for use. It fell to the floor with the needle down so they were unable to administer it.¿ photos and sample have been requested. Only the safety device will be sent to you for investigation, if/when available.

Manufacturer narrative:
H.6. Investigation summary: confirmed: reported condition was observed at bd.

Event description:
It was reported that the bd ultrasafe plus¿ x100l png clear separated during use. The following information was provided by the initial reporter the nurse who always administers buvidal 128mg to the patient has informed us that with a buvidal 128mg (lot a0183e) the needle and liquid ¿fell out of the syringe¿ after they had prepared it for use. It fell to the floor with the needle down so they were unable to administer it.¿ photos and sample have been requested. Only the safety device will be sent to you for investigation, if/when available.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe plus¿ x100l png clear separated during use. The following information was provided by the initial reporter the nurse who always administers buvidal 128mg to the patient has informed us that with a buvidal 128mg (lot a0183e) the needle and liquid ¿fell out of the syringe¿ after they had prepared it for use. It fell to the floor with the needle down so they were unable to administer it.¿ photos and sample have been requested. Only the safety device will be sent to you for investigation, if/when available.